Event description:
A medtronic ent representative reported that, while in a sphenoid procedure, the surgeon experienced difficulty registering the patient. Tracer registration passed, however, the surgeon deemed the patient head tracker was bumped during the procedure, and attempted to re-register the patient but the system was unresponsive. In trouble-shooting, the navigation system was re-booted and fusion ent software was re-launched but registration could not be re-set. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.